Manufacturer narrative:
The reported event of oversensing noise was confirmed. Egms (electrogram) provided by the field were reviewed by technical services, and oversensing and noise were observed. The device behaved as programmed. The cause of the noise was determined to be not due to a device anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported during an implant, oversensing of noise was detected on the device. The device was replaced. There were no adverse health consequences to the patient.